Manufacturer narrative:
This report was discovered to be a duplicate of pr (B)(4) submitted as MDR number 1218950-2020-01044. Device investigation is completed; please see investigation information and trending in the vigilance report associated with pr (B)(4).

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the device had a problem delivering shock. It was reported to philips that the alleged failure was observed while the device was in use on a patient. However, no adverse patient impact was reported by the customer. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.